Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, and alleged an inaccurate delivery issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08-apr-2019 device evaluation: the pump has been returned and evaluated by product analysis on 04-apr-2019 with the following findings: a review of the pump black box showed dates from 30-jan-2019 to 7-feb- 2019. The black box and pump histories for the issue reported on 19-apr-2017 have been overwritten due to continued use. The available daily insulin delivery totals correctly reflected programmed basal rates. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a cracked battery compartment and dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.